Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
In 2015 the user presented at the clinic with high impedances on up to 8 channels and using a 5 channels map. The recipient was implanted in (B)(6) and visited in (B)(6), before transferring to (B)(6). No reported accidents, injury or illnesses; however the user previously had eye surgery. Parents did not notice any change in ability to understand speech. User had good ling sound discrimination and closed-set word recognition. The user was making progress and benefitting from the implant with a 5 channel map and was monitored. The user was re-implanted on (B)(6) 2018. According to the explant report, 4 electrodes were found extra-cochlea. Reportedly, a full insertion was achieved with the new device.

Manufacturer narrative:
Conclusion: damage to the active electrode under silicone overmold, likely caused by minute device mobility, was determined to have led to device failure over time. In addition part of the electrode array migrated out of cochlea as four electrode contacts were found to be extra-cochlear during explantation surgery. A post-operatively performed CT scan reportedly confirmed a full insertion. The user has successfully been re-implanted and a full insertion was achieved with the new device. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
In 2015 the user presented at the clinic with high impedances on up to 8 channels and using a 5 channels map. The recipient was implanted in (B)(6) and visited in (B)(6), before transferring to (B)(6). No reported accidents, injury or illnesses; however the recipient previously had eye surgery in approximately 2008. Parents did not notice any change in ability to understand speech. The recipient had good ling sound discrimination and closed-set word recognition. The user was re-implanted.